Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles were clogged during use. The following information was provided by the initial reporter: "consumer reported found 2 pen needles during the flow check that were clogged."

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: (B)(6)2023. H6: investigation summary the customer returned (1) open pen ndl 32ga 4mm pro pen needle, reporting needle clog. The (1) pen needle was visually examined and observed bent cannula non-patient end. Most likely the customer complaint needle clog occurred due to bent npe cannula. As the samples return were open, root cause cannot be determined. Embecta was able to confirm the issue bent. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was able to confirm the issue as bent. Root cause cannot be determined as the returned sample was open.

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles were clogged during use. The following information was provided by the initial reporter: "consumer reported found 2 pen needles during the flow check that were clogged."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles were clogged during use. The following information was provided by the initial reporter: "consumer reported found 2 pen needles during the flow check that were clogged."